Event description:
Healthcare professional reported a patient was injected with 4.47mls of harmonyca with lidocaine into the zygomatic and mandibular, then a month later injected with 1.25mls of harmonyca with lidocaine into the zygomatic and mandibular. A month later, patient was injected with 4mls of juvéderm® voluma¿ with lidocaine into the cheeks, temple and chin, and 1.5mls of juvéderm® volux¿ with lidocaine into the chin and jaw. A month later, patient received 1ml of juvéderm® volite¿ into the nasolabial, glabella, cheek, and chin, 1ml of juvéderm® volux¿ with lidocaine into the chin, and 0.4mls of juvéderm® volbella¿ with lidocaine into the tear trough. A little over a month later, patient experienced mild dengue, deemed not related to the device. Symptom resolved three days later without treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11035 (abbvie complaint # (B)(4). MDR ID# 3005113652-2024-11034 (abbvie complaint # (B)(4), MDR ID# 3005113652-2024-11029 (abbvie complaint # (B)(4), MDR ID# 3005113652-2024-11030 (abbvie complaint # (B)(4), MDR ID# 3005113652-2024-11032 (abbvie complaint # (B)(4), MDR ID# 3005113652-2024-11033 (abbvie complaint # (B)(4). This MDR is being submitted for the 5th injection of suspect product, juvéderm® volite¿.

Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® volux¿ with lidocaine, juvéderm® volbella¿ with lidocaine clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of dengue (infection), deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g1, h6.

Event description:
Additionally, the patient was treated with dipyrone 1 g qid x 4 a day on the same day of onset.